Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "the customer did not request service for the system" (no known device problem). The nurse reported a corneal burn occurred during the case. The nurse stated the wound was sutured. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The customer did not request service for the system. The nurse stated she will send in the phaco handpiece for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4)